Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: a customer had a problem with a control board p.n. Msp161502 s.n. (B)(6): alerted on tf444004 (voltage out of tolerance). The customer didn't inform us on time. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with a control board p.n. (B)(4). S.n. (B)(6) . Alerted on tf444004 (voltage out of tolerance). The customer didn't inform us on time. No health consequences or impact.